Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for high blood glucose's. The customer filled the reservoir with 300 units and delivered at least 50 units, the reservoir was still full with 300 units in it. Under delivery anomaly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly noted. A water filled reservoir and infusion set was installed in the reservoir compartment. Check the water filled reservoir and the pump status screen was at 213 units. Then the insulin pump was programmed with (a 5 unit bolus, 10 unit bolus and 15 unit bolus) multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. Check the water filled reservoir and the device status screen was at 183 units. No bolus anomaly or units left on status screen anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and faded/peeling serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump did not have a battery installed when received. History download was successful using thus and carelink upload was successful. Reviewed the formatted history file, there was no boluses programmed, auto suspend or user suspended noted on (B)(4) 2021. There was ten (10) fault number = high sensor glucose2 alert(816) on (B)(4) 2021 between 00:37:25.000 to 06:42:00.000. The insulin pump passed the functional testing. No under delivery anomaly, bolus anomaly or units left in the pump status screen anomaly noted. Unable to confirm alleged high blood glucose's.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that there daughter was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 for one day. Blood glucose level at the time of the hospitalization was 546 mg/dl. Customer treated high blood glucose with insulin pump. Customer was alleging insulin pump for under delivery because they filled reservoir with 300 units of insulin and gave 50 units but reservoir was still had full 300 units of insulin. Customer felt nauseous during high blood glucose. Customer was taken to emergency room and hospitalized. Customer was treated with intravenous insulin infusion. Customer was feeling sick, unwell, tired and weak during hospitalization. Ketones test was performed and result was high. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.